Event description:
It was reported that the pt was in the intensive care unit. The reason for hospitalization was not reported. No pt symptoms, treatment, or outcome was reported. Additional information received from the physician of record reported that the pt had not been seen since early 2007. It was also reported that the pt had lost her pt programmer and forgotten her recharger at home while traveling. A pt programmer was donated to the pt and the recharger was being shipped to the pt by her family. No pt outcome or relationship of these events to the pt's hospitalization was reported.